Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, stiffness and infection. Surgeon brought the patient to the operating room to rule out infection. Poly insert was removed as well as scar tissue, the surgeon decided to increase poly thickness. A 10mm insert trial was used. After trial reduction surgeon decided this was the correct size to implant. Component was opened and implanted. Patient requested the explanted poly so this will not be returned. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) used to capture the surgical intervention, medical device removal, joint instability and musculoskeletal stiffness.

Event description:
Medical records alleges adhesion and istability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
It was reported that the patient complained of pain and "stiff" knee. The patient was brought to the operating room to rule out infection.